Event description:
It was reported that the right ventricular lead exhibited an unstable threshold trend and beat-to-beat lead impedance variations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.